Event description:
A peritoneal dialysis patient called fresenius technical support. Patient reported that there was fluid leaking coming from the tubing set during his treatment last night. He had to disconnect from the cycler. The cassette door was dry when removing the cassette.

Manufacturer narrative:
A product investigation as performed on this device. The actual device was not returned for evaluation. The reported symptom could not be confirmed. A medical review was performed on the available information and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.